Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed. When attempting to pre-place the suture of the second prostyle device, after the plunger was deployed, a dull sound was heard. A cuff miss [suture retrieval issue] was then noted. The suture of a new prostyle device was successfully pre-placed. The tavi procedure was completed with a large bore sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The reported dull sound was confirmation the needle and cuff did not engage resulting in the reported needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.